Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system. The power cord and the host module were replaced. It remains inconclusive as to whether the company service representative was able to replicate the reported event. Unrelated to the reported event, preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on june 18, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).